Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the angio-seal device carrier tube assembly (system) could not be fully inserted into the angio-seal sheath. It did not come to the first click (arrow on arrow). The whole angio-seal device was removed without any problems. Hemostasis was successful achieved by manual compression for fifteen minutes. No further complications were noted, the patient was stable, and there were no patient consequences. Bleeding occurred in the procedure room. A pre-deployment angiogram was performed, and it was a right femoral artery puncture. The user only inserted the angio-seal sheath, dilator, and wire. The carrier system could not be advanced through the sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 6fr angio-seal sts plus was returned for product evaluation. The device was received in a header bag. The temperature sensor on the header bag was triggered. Once the device was removed from the header bag it was subjected to visual analysis. The deployment sleeve was properly mated with the hemostatic sheath. The color bands were partially exposed. One of the prongs on the device cap was properly locked while the prongs on the left side were not properly locked. The anchor was not exposed at the distal tip of the hemostatic sheath. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. The anchor appeared rotated on its side in the sheath. The device was subjected to functional testing. The locked right side of the prongs on the deployment sleeve was unlocked and moved into the forward lock position. However, upon moving the deployment sleeve into the forward lock position, the anchor did not post at the distal tip of the sheath. When the anchor would not post, an attempt was made to remove the carrier tube assembly from the hemostatic sheath. Upon removal, the anchor and collagen appeared degraded and deformed. The prongs on the deployment sleeve could lock when the carrier tube assembly was removed from the hemostatic sheath. With the anchor and collagen removed, there was no difficulty inserting the carrier tube into the hemostatic sheath. There is no evidence that this event was related to a device defect or malfunction. Based off the investigation results, the deformed anchor and collagen are likely due to the collagen and anchor being exposed to blood and high heat. Based on historical complaint data, the reported event has been known to be caused by not placing the device into the full forward lock position, obstructions to the anchor posting to the distal tip of the hemostatic sheath, and premature swelling of the collagen. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section and the device return date in section. A review of the device history record of the product code/lot# combination was conducted with no findings.